Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery (rca). During use of an unspecified device, a perforation occurred. The 2.8 x 19 mm graftmaster stent was advanced; however, due to the patient anatomy, the device was unable to cross. The device was removed without issue. A second 2.8 x 19 mm graftmaster stent delivery system was then used. The stent was able to be implanted, sealing the perforation. There were no adverse patient effects or complications. No additional information was provided.